Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was removed and it was found that there was no electrode part. The customer's blood glucose level was unknown. The customer stated that reinsertion was performed. They also stated that there was no response from the insulin pump when sensor was inserted. The sensor will not be returned for analysis.